Manufacturer narrative:
The customer reported the analyzer would not power on. The customer also stated that the analyzer was starting to get warm. There were no allegations of patient/user harm. There were no allegations of incorrect results. Internal electrical damage consistent with improper battery installation was found during investigation of the returned analyzer. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported the analyzer would not power on. The customer also stated that the analyzer was starting to get warm. There were no allegations of patient/user harm. There were no allegations of incorrect results.